Event description:
It was initially reported the loop of this snare detached and remained in the patient during a polypectomy procedure. However, based on the engineering evaluation, the loop did not fully detach. No patient complications were reported. To date, no other details regarding the circumstances surrounding this event are available. The device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated that the snare loop was broken on one side, 7mm from the tip of the loop. The loop was blackened at the point of breakage and on the opposite side of the loop 7mm from the tip of the loop. No other problems were found with this device. No related complaints have been filed against this lot number. Based on the engineering evaluation, this device displayed characteristics consistent with excessive burning, blacked wire at the break point. Perhaps the size and severity of the polyp as well as user technique may have been contributing factors to this event. However, without additional details the company is unable to determine the exact cause of this event.